Event description:
During lens explant procedure the surgeon decided to leave the lens implanted and only remove the haptics, because the haptics had folded underneath the lens optic and attached to the capsule bag.